Manufacturer narrative:
The previous supplemental, MFR report # 9615050-2025-00597-01 (follow up 1), was submitted with the incorrect g3 - date received by mfg. The correct date is 9 feb 2026.

Manufacturer narrative:
D9 - date returned to mfg: 1/14/2026. Received one (1) used. List #14687-15, primary plum set for inspection. As received, there was a cut on the tube, causing separation in the tubing below the cassette and above the y-site. The cut through the tube was straight and clean. Received one (1) photo of the tubing showing the separated tubing. The reported complaint of tubing separation can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed, and there are no sharp objects or instruments on the manufacturing floor capable of causing the observed damage as a preventative measure. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The tubing of a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reportedly cracked during patient use. The malfunction could cause leakage. No drug was involved in the event. There was no human harm associated with the complaint/event.